Event description:
It was reported that on (B)(6) 2023, the patient was hospitalized but there could not be provided any additional information about the medical intervention nor the treatment administered. Although the cgm was reported inaccurate there were no bg nor cgm values reported. No other details were documented. Although multiple attempts were made to follow up with the reporter for additional information, contact was unsuccessful.

Manufacturer narrative:
(B)(4).